Manufacturer narrative:
The device is available for evaluation, but has not been received yet.

Event description:
The customer reported primary plum set was leaking chemotherapy at the filter during infusion. There was patient involvement but no report of harm, adverse event or delay in critical therapy.

Manufacturer narrative:
Date returned to mfg: 4/19/2019. One new sample was received for evaluation and for tested for leaks. There were no leaks observed. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found.